Manufacturer narrative:
Per customer, qc prior to the event was within the lab's established range. A field service engineer (fse) was dispatched. The fse cleaned a white foreign substance on the na electrode and replaced multiple parts.

Event description:
A customer contacted beckman coulter inc., (bci) stating that synchron cx9 alx analyzer intermittently generates low sodium (na) and chloride (cl) results. Per customer, the results drift low in the middle of a run. Repeat of the sample gives results approximately 4mmol/l higher, which is reported. The customer provided 12 examples. Of those 12 examples, none of the differences in cl exceeded assay precision claims. (B)(4). Patient treatment was not affected.